Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the device evaluation. Sections e2 and e3 were also updated. The device was returned and evaluated. Upon evaluation, the b31 error was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b31 error messages was caused due to the shorted cable. However, the definitive root cause of the shorted cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information about the event. Section b5 was updated.

Event description:
The gynaecology procedure was diagnostic and completed with a delay. A replacement device was used. The device was inspected before use, where it was functioning properly.

Event description:
As reported, the device display error message code disconnected picture on the olympus tower. The issue found during an unspecified procedure. There was no patient harm or impact reported due to the event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.